Event description:
It was reported that during an attempted factory reset and setup of the ilet pump, the touchscreen sequence froze when ¿yes¿ was selected on a press-and-hold confirmation, while the ¿no¿ button remained responsive, consistent with a screen unresponsive issue involving the touchscreen component; the device was subsequently paired to the phone and successfully force restarted via the ilet app, after which setup proceeded. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key/button function localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.